Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm: (B)(6), 320-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6), 320-10-00 - equi rev tray adapter plate tray +0: (B)(6), 320-02-38 - rs expanded glen 38mm, +4mm offset: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a right shoulder revision procedure. Subsequently, seven (7) days later, the patient experienced excessive drainage and delayed wound healing without proved infection. An irrigation and debridement with wound vac placement were required. The issue was reported as resolved four (4) days later. No further patient impact was reported. No additional information is available.